Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal rca. The patient had stable angina at the 30 day and 2 year follow up and was free of symptoms at the 6 months, 1 year, 1.5 year, 2.5 year, 3 year and 4 year follow up. It was reported that approximately 4 years and 4 months post the index procedure, the patient was hospitalized due to acute respiratory insufficiency in copd. It is reported that a patient death occurred. Investigator indicated that the death was not related to the study stent.